Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-en-y laparoscopic procedure, the retaining suture was not released. A surgical intervention was needed - sutures were needed to repair the tear in the tissue and prevent a gastric leak that was created from the retaining suture on the orville not releasing. There was a temporary injury - gastric laceration. There was tissue damage - the damage is not permanent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of a video of a device. Remaining retaining suture would not release. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.